Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed the presence of a single, light colored, elongated particle in the solution of the bag. Stereomicroscopic inspection revealed that the particle was approximately 2.9mm in length. Further visual inspection of the bag revealed damage consistent with needle scrapes on the lumen surface of the medication port tube. Fourier transform infrared (ft-ir) spectroscopy revealed that the particle was consistent with polycarbonate. The morphological and chemical characteristics of the isolated particle was consistent with fragments of polycarbonate generated by needle scraping. The reported condition was verified. The particulate matter was found to be caused by needle scraping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white foreign matter inside of a 250ml exactamix eva tpn bag. This event occurred before use of the device. There was no patient involvement. No additional information is available.